Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04593. It was reported that a perforation occurred which caused a pericardial effusion with tamponade. A left atrial appendage (laa) closure procedure was being performed. The laa was unusual in shape and orientation. There were 2 cavities to this laa and it was quite rotated superior/anterior but coming back on itself per the echo cardiologist. The watchman access system (was) was positioned to the most anterior portion of the laa. Transesophageal echocardiogram (tee) showed a 27mm ostium measurement in the 135 degree view and after viewing the laa under fluoroscopy, it was decided that a 30mm watchman laa closure device would be used to seal the appendage. The depth was measured at 32mm maximum. The was position originally was in the distal (2nd cavity), however as it was being unsheathed, it slipped into the apex of the 1st but more proximal cavity. While attempting to partially recapture, the feet of the closure device were very obviously wedged in pectinate muscle and crossed over and had not been positioned to seal the laa. A perforation was noted through fluoroscopy when checking the position. The physician was able to free the feet of the device from the pectinate muscle, but the feet remained crossed and in a "spear like" position. It was mutually decided that the device needed to be fully recaptured and the pericardial effusion needed to be attended to. Pericardiocentesis was performed and 650mls of blood was auto infused back into the patient. The tamponade was reduced and the patient's blood pressure became normal as patient became stable. Protamine was administered to reverse the heparin. The patient was taken to the critical care unit (ccu) and continued to be closely monitored. The patient was short of breath the day after and had been sent for a computed tomography (CT) scan. No reaccumulation of tamponade had been noted and the patient's condition was stable.